Event description:
It was reported that there was "a bulge at the distal tip of the leads that was also slightly curved, therefore, the diameter of the lead at the end was larger than the rest of the lead." It was further noted that the surgeon felt an unusual resistance when he tried to place the leads that was attributed to the bulge. It was also noted that the leads were difficult to place directly onto the target area because they had a tendency to deviate. The surgeon stated that the leads were performing well and would remain implanted. The patient outcome was provided as "doing fine."

Manufacturer narrative:
(B)(4).